Event description:
It was reported that the patient developed infection in knee, blood clots and ended up in ICU with fever. Aspiration of knee did not show infection, however continued to be febrile. Orthopedic team decided to undergo comprehensive washout and poly exchange. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
It was reported that that after the 1st revision that was previously reported then the patient developed infection in knee, blood clots and ended up in ICU with fever. Aspiration of knee did not show infection, however the patient continued to be febrile. Orthopedic team decided to undergo comprehensive washout and poly exchange. The affected genesis ii high flexion articular insert, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Infection, a potential complication associated with any surgery, can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.